Event description:
It was reported that the subject remote monitoring system did not pair with the device (red light observed). When it was returned to subsidiaries, an attempt to pair it to another device resulted in an orange light, then a green light at the back of the monitor and ended by switching the green light to off. Investigations were required.

Event description:
It was reported that the subject remote monitoring system did not pair with the device (red light observed). When it was returned to subsidiaries, an attempt to pair it to another device resulted in an orange light, then a green light at the back of the monitor and ended by switching the green light to off. Investigations were required.